Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged eye irritation, nose irritation, respiratory tract irritation, asthma . Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged eye irritation, nose irritation, respiratory tract irritation, asthma. Medical intervention was not specified by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer¿s complaint was not confirmed. Pil received the ventilator and observed no power cord, no outlet filter, no pollen filter and a passive outlet port. The ventilator was let run for 161 minutes, and no foreign particles were observed in the outlet filter. The ventilator was bench tested which showed the clock setting, both batteries build dates, and numerous flow verify steps failed testing specs. The ventilator was taken apart. Contamination was observed within the blower motor. The ventilator¿s internal foam was black, indicating it was not remediated. Of note, the contamination within the blower motor was white even though the ventilator foam is black.